Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. Customer states that there is a keypad anomaly. The blood glucose reading is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.